Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the log file showed that there was an issue with the host pc hardware. The fse replaced the host pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the system does not start. The device was not in clinical use.